Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer¿s blood glucose level at the time of the incident was 300mg/dl. The customer treated with manual injection and declined to trouble shoot for high blood glucose. The customer states the drive support cap is flush and pump able to complete rewind. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/ flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.